Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was possibly under delivering. Customer experienced hypoglycemia and later experienced hyperglycemia. Customers blood glucose was between 24.5 - 27.5 mmol/l at the time of incident. Customers current blood glucose was 22.2 mmol/l. Customer stated that the insulin pump was not giving correction bolus. No further patient complications were reported. The insulin pump will not be returned for analysis.